Manufacturer narrative:
Visual inspection found no cosmetic or physical anomaly present on the subject controller. Functional evaluation revealed there was no voltage output to a known good wand due to the failure of an electronic component inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. A failure of an electronic component inside the subject controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was alleged that there was no wand functionality when connected to the coblator ii controller. The procedure was successfully completed using a competitive device. There have been no reported patient complications.